Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was found dislodged. Fluoroscopy indicated the dislodgement. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The date of extract needs to be retracted as the lead was capped and remained implanted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The loss of capture helped determined the lead was dislodged, which was confirmed via fluoroscopy. The lead was capped and replaced on (B)(6) 2020. The patient was stable.